Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Patient was in hospital last week bleeding from a muscle in his stomach--says is feels like a needle sticking to him on the other side. His doctor reported (to him) that the ring has broken and is sticking in him and that the mesh is balled up. Per conversation with patient 2007 - he has experienced to more bleeding but still has pain. He is scheduling surgery for explant.